Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-aug-15 reported that the pump was replaced last friday ((B)(6) 2017) and will be sending it back for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: explanted: product type catheter analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion 92 on the pump updated to 11. Eval code-result 3233 now applies to the pump.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-aug-31. It was reported that the pump and catheter were returned to the manufacturer for analysis. The pump logs showed there was a motor stall at 09:47 on 2017 (B)(6) and recovered at 10:05 on the same day, there was also one at 14:31 on 2017 (B)(6) and recovered at 21:27 on the same day, and there was one at 15:11 on 2017 (B)(6) that recovered at 20:19 on the same day. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump found no anomaly. Eval code - conclusion code ¿ 11 is being updated to 71 for this event. Eval code - result code 3233 is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 210 mcg) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient heard a critical alarm. The pump was interrogated and there was a motor stall that lasted 7 hours and then recovered. There was a similar event in the logs from june. No patient symptoms were reported. Since the pump was working they were going to send the patient home with instructions on what to look for in terms of withdrawal symptoms and were advising/planning to replace the pump as soon as it could be scheduled. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved. The patient's status was reported as alive no injury. No further patient complications have been reported as a result of this event.